Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed.

Event description:
Report received of the inability to advance the guidewire. It was reported that the physician accessed an unspecified vein for central venous catheter placement. When attempting to advance the guidewire through the needle, it was reported that the guidewire "kept looping". Another MFR's catheter was opened and advanced successfully. Multiple unsuccessful attempts have been made to obtain additional info.